Event description:
It was reported that the patient presented in clinic for follow-up. The patient's leadless pacemaker was attempted to be interrogated, but an error message was received indicating incorrect diagnostic data. Re-interrogation was attempted twice before being successful. The patient was stable.